Manufacturer narrative:
H10: h2, h3, h6. The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. A foot switch was returned. A functional evaluation was performed. The dumbbell joint was stiff. The dumbbell joint was disassembled. Striation marks were noted on the dumbbell joint pressure rings. The complaint was confirmed and the root cause has been associated with a maintenance problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during rotator cuff repair surgery, the spider joint was freezing. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.